Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and assisted the caller through the process. The issue with the error code was resolved, and the caller was advised to wait 20 minutes before restarting their sensor session. The caller acknowledged and understood the guidance and resumed insulin therapy after the call.